Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73d1700315 investigations did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device would not fire properly. There was no reported patient injury.

Event description:
It was reported that the device would not fire properly. There was no reported patient injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and a clip partially loaded incorrectly. The sample appears used as there is biological material present on the device. Reference attached file (B)(4) for investigation photos. This sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. The partially loaded clip was manually removed and the trigger cycle was completed. On the next attempt, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The clip was able to properly load into the jaws of the applier. An attempt was made to apply the clip onto over-stressed surgical tubing, but the clip was unable to close since the jaws were misaligned. The bottom jaw appears to be bent. The sample was received with 2 clips remaining in the channel indicating that 13 clips were fired by the end user. The device was disassembled in order to inspect the internal components. Upon disassembly, it was confirmed that the bottom jaw had a bent jaw other remarks: leg. No other damages were observed. The damage to the jaw prevented the clips from closing since the jaws were misaligned. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "would not fire properly" was confirmed based upon the sample received. Upon functional inspection, it was found that the bottom jaw had a bent jaw leg which caused the jaws to be misaligned and prevented the clips from closing. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, operational context caused or contributed to this event.